Event description:
It was reported that the customer's blood glucose level increased from 74 mg/dl to over 600 mg/dl. The customer inserted the sensor in a bad area and it was hurting. She thought there was air in the tubing. The customer noticed a bent sensor cannula. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-49338 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.